Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a 5.5 cm in diameter thoracic aortic aneurysm. An endurant stent graft system was implanted in the patient for use as a conduit in the right iliac limb. It was reported that the physician was unable to advance the valiant 34x34x150 delivery system to the intended landing zone due to calcification. The valiant 34x34x150 was removed from the patient. The physician elected to implant an endurant 16x10x124 right iliac limb in the right common and external iliac arteries as a conduit. The physician used another manufacturer¿s 12x4 balloon in the endurant stent graft and performed an angioplasty. The physician re-inserted the valiant 34x34x150 once again, but was unable to advance the device, the physician noticed that the nose cone had been damaged with what appeared to be a burr on the end. The device was discarded. The physician inserted a valiant 34x34x200 stent graft however while advancing the device up the left iliac artery there was some friction the device then kinked/buckled and then was unable to advance any further. The physician removed and discarded the device and aborted procedure. After closing the right and left arterial exposures the patient¿s right leg became ischemic and the physician performed a fem-fem bypass. Per the physician, the causes of the valiant related events are related to the patient¿s anatomy; calcified iliac arteries. The cause of the occlusion of the external iliac occlusion and endurant stent graft was the result of multiple passes of the valiant graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.